Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It has been reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes had clotting/micro clots. No report of injury or medical intervention. No report of blood exposure to mucous membrane.